Event description:
Customer reported damage to pump housing and usb port, noting that while the pump could still be charged, it could no longer be guaranteed watertight due to the screws no longer holding the surrounding plastic in place. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump and the customer will continue to use their current pump for insulin therapy until replacement pump arrives.